Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a trial patient with a wireless external neurostimulator (wens). The patient had a mild seizure when they got home after the trial implant. The rep thinks it could be the versed, fentanyl and anesthesia that is causing the seizure. The patient has a couple of catheters in their back. The healthcare professional (hcp) would have the patient turn the therapy back on (B)(6) 2018. Technical services reviewed that they are not aware of the implant causing seizures. The rep would follow up with the hcp. Additional information was received from a manufacturer representative (rep) on (B)(4) 2018. The rep indicated that the cause was unknown. Now the patient and their son are doubting that they had a seizure. No actions were taken to resolve the seizure. The patient¿s weight was unknown at the time of the event. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient has a history of seizures in the past and a history of brain surgery. The hcp said the patient had a spell, but they doubted it was a true seizure. No further complications were reported.